Event description:
It was reported that there was a leak in the tubing where the drainage tube connected to the blood reservoir. There was 5-10ml of blood collected which was discarded. No bagged blood or pre-donated blood was used.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.